Manufacturer narrative:
The complainant has retained the suspect device; a device evaluation could not be performed. The relationship between the suspect device and the reported malfunction cannot be determined. A device history record review, and review of the product family database for similar complaints are in progress; results will be provided in a follow-up medwatch report. See associated medwatch report 6000146-2007-00032.

Event description:
Note: the patient had five stents; only one led to an adverse event, and it is not clear which stent malfunctioned. The information received indicates that two of the stents are boston scientific corporation devices. This report addresses the second of these two stents. In 2007, it was reported to boston scientific corporation that a stent placement procedure using a polyflex esophageal stent was performed "earlier this year" (patient age, gender, weight unknown). According to the complainant, a bronchoscopy was performed on the day before, and it was discovered that a stent "had eroded from the esophagus into the trachea." The physician placed a tracheobronchial stent from another manufacturer (allimaxx - device technology) into the stent that had "eroded" into the trachea. Following the procedure, the patient was reported as "doing well."